Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "flow rate needs calibration." The customer also stated that there was no pt involvement.